Event description:
The amount of light is dark. I had a symptom that it would be cloudy before, but I returned it because there was no abnormality. At the time of the previous repair, the pointed out matter was not reproduced. The lens surface is clean, but there are small scratches. It is not clear, but this may be the cause. It is used as it is without repair, but it is still cloudy and dark. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the foggy image. Based on the result, we concluded, that it was caused, due to the moisture condensation in the ccd module. In addition, we confirmed, that the insertion flexible tube (ift) scratched, the lcb distal cover glass scratched, the objective cover lens scratched, and the remote control buttons malfunction. However, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: h6: coding changed, based on the investigation result.